Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2019 and removed/replaced on (B)(6) 2020 due to sticky pump. Additional information received from the territory manager indicated: ¿pump was removed and replaced due to a sticky pump. The patient could not pump to go past the first pump. Doctor evaluated pt in office and could not get it to pump. In surgery once pump was out, but still connected, it cycled perfectly.¿ the device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump was sticky. Neither the patient nor the physician could pump past the first pump. In surgery, once the pump was removed yet still connected, it cycled perfectly. The pump was replaced to avoid any other occurrences.